Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler and showed signs of physical damage: touch screen misaligned. There were no visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. An as-received with reduced dwell simulated treatment was performed on the cycler and passed. The cycler underwent and passed a system air leak test and valve actuation test. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis in which the patient was admitted on (B)(6) and was discharged on (B)(6). Pd nurse stated that she thinks that the patient received his treatments at the hospital. Pd nurse was not able to confirm which medication the patient was taken. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025 the patient was hospitalized with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated that the patient was treated with antibiotic therapy (details unknown). Additionally, it was stated that the patient continued pd in the hospital (details unknown). On (B)(6) 2025, the patient was discharged from the hospital. The pd nurse reported that the patient continued pd therapy with the cycler (post hospitalization) without any issues as well as continued antibiotic therapy with intra-peritoneal (ip) vancomycin (dose not provided/details not provided). The nurse stated that the exact cause of the peritonitis is unknown. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event and that product is not suspected.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. Based on the reported information, the cause of the patient¿s peritonitis cannot be determined at this time. However, currently there is no allegation nor any objective evidence that a liberty cycler set malfunction or product deficiency was associated with this event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient was hospitalized for peritonitis in which the patient was admitted on (B)(6) and was discharged on (B)(6). Pd nurse stated that she thinks that the patient received his treatments at the hospital. Pd nurse was not able to confirm which medication the patient was taken. In additional follow-up, the patient¿s pd nurse confirmed that on (B)(6) 2025, the patient was hospitalized with symptoms of abdominal pain. Per the nurse, the patient had a pd culture obtained in the hospital. However, the pd culture results are not available. The nurse stated that the patient was treated with antibiotic therapy (details unknown). Additionally, it was stated that the patient continued pd in the hospital (details unknown). On (B)(6) 2025, the patient was discharged from the hospital. The pd nurse reported that the patient continued pd therapy with the cycler (post hospitalization) without any issues as well as continued antibiotic therapy with intra-peritoneal (ip) vancomycin (dose not provided/details not provided). The nurse stated that the exact cause of the peritonitis is unknown. However, it was confirmed that the patient did not have any fluid leaks or any issues with fresenius products in relation to the event and that product is not suspected.